Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 3 / 4. The supply bag was empty. The technical service representative (tsr) explained the alarm and assisted the home patient (hp) with troubleshooting. The hp would finish with manual bag. No patient injury or medical intervention was reported. During a follow up with the nurse regarding the alarm, it was revealed that the hp is doing fine and continuing therapy without issues. The nurse did not know the cause of the alarm. Per nurse, hp did not report any loose connections, disconnections or defects on the supplies. The nurse confirmed that the hp did not have any injury or harm as a result of this incident. The nurse did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration were not reported. No further details were provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not performed, because the lot number is unknown. The system error 2240 (air-in-line) is due to air being sucked into the disposable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.